Manufacturer narrative:
The insulin pump was received with protruded and loose drive support disk, cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk.

Event description:
It was reported that the customer was attempting to run a manual prime on the insulin pump but the numbers were not appearing. The customer also stated that insulin was squirting out during the manual prime process. The customer's blood glucose was 366 mg/dl. Troubleshooting was done. The customer stated that she was receiving the compromised force sensor system alarm at the time of the call. The customer confirmed that her insulin pump was not dropped or bumped prior to the alarm. The customer stated that the drive support cap was flush. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.